Event description:
A patient reported experiencing inaccurate erratic results with an ot basic meter. The patient's blood glucose was 119 mg/dl and 227 mg/dl within 10 minutes, with a difference of 55%. Pt did not experience any adverse events. No further information has been reported.